Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical inspection. The pacemaker was found to be in eri-mode since 1. December 2012 due to cold environmental conditions (e.g. Storage, transport). The eri-mode could be successfully reset.the pacemaker stimulated with the following parameters as programmed: vvi-mode / 50 ppm / 4.0 v @ 1.5 ms. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional. Summary this pacemaker did not show any sign of a material or manufacturing problem. It is completely within its specifications. Best regards,

Event description:
This system was explanted on (B)(6) 2011 due to endocarditis.